Event description:
The hcp reported the patient hasn't been experiencing any pain relief for a couple months. Two rotor studies were done and neither one produced any movement. At the last pump refill, the estimated reservoir volume was 6.0ml and the actual was 18ml.